Event description:
It was reported by the affiliate that when the devices were used during a colectomy procedure, they produced malformed staples. Sutures were used to complete the case. There was no further consequence to the patient.